Event description:
The customer reported the system displayed a precharge error and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
Ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.